Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The catheter will not be returned.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 3 mg/ml; 0.144 mg/day via an implantable pump. Indication for use was malignant pain. The date of the event was unknown. It was reported a catheter revision was performed on (B)(6) 2018. The hcp will not be priming the new segment. No symptoms were reported. No further complications were reported.